Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional info has been requested and will be submitted within 30 days upon receipt.

Event description:
The notification received for the study indicated that approximately one year after the index procedure the pt died. It is reported that the cause of the death is for other medical conditions (neoplasm, renal, etc.). However, the exact cause is not known. Pta was performed on an 80% lesion in the proximal left internal carotid (l6) of 10mm in length of 5mm in diameter. The pt was asymptomatic. The eccentric lesion was characterized with concentric and mild calcification. The vessel tortuousity was moderate and the arch type was ii. The lesion was pre-dilated and an angioguard distal protection device (601814rmc, lot no. 70607503) was successfully deployed and retrieved without technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent (p08030rxc, lot no. 13286975) was deployed in the target lesion without any technical problems. The residual diameter stenosis was not documented. Pre, intra and post- procedure medication included clopidogrel.